Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with symptoms of presyncope. The patient had noise on the ra lead resulting in auto mode switch episodes. The noise could not be reproduced. Programming changes were made and patient¿s symptoms were subsided. The physician will continue to monitor the patient.